Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation since product location unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05112, 0001825034-2017-05113, 0001825034-2017-05114. Concomitant products: catalog#: 139258 lot#: 103680 m2a-magnum 42-50m tpr insrt +3, catalog#: 157446 lot#: 323240 m2a-magnum mod hd sz 46mm, catalog#: unknown lot#: unknown unknowm stem, therapy date unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to corrosion and elevated ion levels causing bone dissolution. Attempts have been made and additional information on the reported event is unavailable.